Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation electrode belt failed incoming functionality testing. The trunk cable was cut, damaging the green (+3.3v), blue (can l), red (can h), and white (drvn_gnd) wires in the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt failed incoming functionality testing.